Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing) during suturing procedure". No report of patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The trigger was returned not engaged. Evidence of use in the form of biological material was observed on the device. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. Because the stapler was returned with no staples remaining, functional inspection could not be performed. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was not confirmed based upon the sample received. The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.